Manufacturer narrative:
Section a3, a4, and a5: unknown, as information was requested but not provided. If implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that immediately after the implant of the preloaded intraocular lens (iol), a crack was observed in the center of the lens. The iol was removed and the procedure was completed successfully with a replacement device. The device set up was performed without any particular issues and the iol setting was done using balanced salt solution (bss). The customer also reported feeling some resistance when advancing the plunger, but it was not enough to cause any problems with the iol implantation. The patient's postoperative condition is currently stable, with no notable issues. No further information was provided.

Manufacturer narrative:
Additional information: section d9, device available for evaluation? Yes. Section d9, date returned to manufacturer: october 15, 2025. Section h3, device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; stress marks were observed on the cartridge tip. The cartridge tip was damaged and the damage extended to the cartridge. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. The lens was received coated in viscoelastic residue. The lens was cleaned revealing a crack-like mark on the lens. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.